Event description:
Customer called to report that the unicel dxc 800 synchron system generated multiple suppressed chemistry cartridge results, specifically an oir lo (out of instrument range, low) error code for glucose results, and rxn rate low (reaction rate, low) and oir lo error codes for urine drugs of abuse results. (Please note that oir lo is not a possible error code for urine drugs of abuse screens; it is possible that customer observed initial rate low or blank rate low errors, which could not be reported outside the laboratory.) Customer stated that no patient results were reported; therefore, patient treatment was not affected. No specific patient information was provided. The field service engineer (fse) inspected the instrument and found that the reagent syringe was loose and leaking. The fse then tightened and ran the probe cleaning, which was failing, but passed after service. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The fse could not determine the root cause, but suspects that the instrument issue was due to a hardware failure. Customer stated that no one was harmed by the instrument issue.

Manufacturer narrative:
(B)(4).